Event description:
It was reported the patient presented for the generator replacement procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.